Event description:
On 7/20/98 the hospital infection control practitioner reported that two pts had been diagnosed with infections after having microvasive stents placed in the bile duct by means of an ercp procedure using an olympus jf scope. Following the first procedure on 5/28/98, the pt was treated with antibiotics but expired due to other medical complications. On 6/30/98, a second pt found to be septic after the ercp procedure, was also treated wtih antibiotics and recovered. In the second case, the stent was removed and cultured. According to the hospital infection control practitioner, the organism recovered was nearly a pure culture of enterobacter aerogenes (a gram negative organism found in soil, water and the large intestine and noted for opportunistic infections).